Manufacturer narrative:
Concomitant medical products: product ID: 0910945, lot# s2829-17, implanted: (B)(6) 2018, explanted: (b)(46) 2018, product type: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacture representative regarding a trial patient. It was reported that when placing the leads during the implant procedure, two leads broke. In one lead, the stylet punctured the lead. In the second lead, the tip was broken. There were no factors that contributed to the event. The action taken to resolve the event was two different leads were used to perform the procedure. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Device analysis for lead 0213340161 revealed a procedural non-conformance. The lead distal end conductor was broken (overstress- damage). If information is provided in the future, a supplemental report will be issued.